Event description:
On (B)(6) 2013, the distributer contacted animas stating there were no audible tones to the pump. The vibratory feature of the pump was reportedly functioning. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 01/24/2004. Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: the audio tone was observed to have very low volume. During testing, all auditory alarm settings were set to ¿high¿ setting and tested. No improvement was observed. An audible reading was taken. The reading was found not to be within acceptable level. The pump was opened; no visible damage was found on the piezo. The piezo pins were found to be making contact with the piezo. No issuses were found with solder. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).